Event description:
Dist. Received info that two leads were removed from service. The physician elected to perform an invasive procedure to cap the leads due to oversensing. The leads were replaced with a new rate sensing lead.